Manufacturer narrative:
Investigation is ongoing.

Event description:
During the transfemoral procedure, the delivery system leaked during inflation. During valve deployment, the inflation device was completely bottomed out, but the valve was not fully deployed (estimated 10-20% deployed). All connections were confirmed to be intact, and all stopcocks turned the correct way. An additional 17ml was added back into the inflation device. The inflation device was again completely engaged, but the valve was only minimally more deployed (again estimated 10-20% more inflated). A 60ml syringe was then used and the entire volume was pushed into the delivery system. The valve became more inflated (estimated 75% total deployment). Pacing remained on during this entire time for a total of 115 seconds. The sapien 3 appeared temporarily stable and the pacer was turned off. The sapien 3 was post dilated with a 22mm true balloon and the valve was seen to become significantly larger. Patient stable and transported to ICU. During device prep, no visual defects were noted. The delivery system was able to fully de-air without difficulty and no air was seen in inflation device upon visual inspection before handing off delivery system to physician team. Upon inspection after the procedure, the delivery system was leaking fluid &#50053;ar the closest green colored section near the balloon port hub".

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. The returned commander device was visually inspected, and fluid was observed in the balloon, there was a complete break around the balloon shaft and a kink on the balloon shaft (likely due to shipping from the site). Outer diameter (od) dimensional measurements were taken at the break at the balloon shaft where the break was observed. The measurements were obtained using a laser micrometer, and all measurements met specification. At decontamination, the device was able to be fully inflated and hold pressure with no leak observed. DHR review was performed for the components that are the most relevant to this complaint event, and the work orders did not reveal any issues that could have contributed to the reported event. No IFU/training deficiencies were identified. During manufacturing the commander delivery system underwent multiple 100% inspections, including inspection of the y-connection bond, complete assembly and for mechanical damage. Furthermore, the manufacturing lot underwent product verification testing on a sampling plan which include a tensile test of the y-connector/balloon shaft joint. These inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for leakage was confirmed as a break in the balloon shaft just distal to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that something occurred in the manufacturing process which may have also contributed to the break in the shaft. Since the root cause is undetermined, a CAPA has been opened to continue investigation and implement any needed corrective actions. Due to the severity associated with this issue (balloon shaft crack/fracture), a pra was previously initiated to assess the associated risks for both the commander delivery system v1 and commander delivery system v2.1. Since the root cause of the complaint is undetermined and a manufacturing non-conformance cannot be ruled out, a CAPA has been initiated for further investigation and implementation of corrective/preventive actions as needed. The CAPA is currently in the investigation phase. The complaint was confirmed and no labeling inadequacies were identified. The root cause has not been determined at this time. A pra has been initiated for risk assessment and corrective (or preventative) actions are being addressed through a CAPA.